Event description:
It was reported by the clinician that the patient is deceased. Review of the manufacturer's database indicated the patient died approximately five years post implant of the implantable pulse generator (ipg). It was further reported that the patient had a sudden death at home. Additional information related to the cause of death have been requested and not received.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: e2sr06 implantable pulse generator (ipg), implanted: (B)(6) 2008. (B)(4).